Event description:
It was reported contrast was sprayed into the usb (universal serial bus) port. It is noted the usb port is working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; no fault found with usb (universal serial bus) port. The usb port functioned as required and no anomalies observed when viewed with microscope. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan was noisy, the stylus was missing, the keyboard was missing the left hinge pin, and the floppy drive found out of electrical specification (read disks intermittently). (B)(4).